Event description:
It was reported via duodopa hotline that a cadd-legacy®duodopa pump was set to continuously deliver incorrect medication dose for unknown reason. The pump was set to give the correct dose and is reported to be working. No injury reported.